Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that some segments of the led display are not illuminating correctly. Internal examination reveals fluid ingress damage to system board. The system board was replaced and the unit functioned as designed.

Event description:
It was reported that the led segments on the top and bottom numeric display are not illuminating. There was no known impact or consequence to patient.